Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the stylet hat needed to be removed from the ngt but it did not have a cap. The rn had to twist it around their finger to pull out the stylet. There was no harm to the patient.